Event description:
A malfunction was reported with the error code "malf 12," and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the device by technical support. After the reset, the malfunction did not recur, and the customer was advised to contact support again if any further issues arise.